Event description:
It was reported that the patient was exercising and received inappropriate therapy. Review of the stored egm's showed noise on the ventricular channel. The noise could not be reproduced. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.